Manufacturer narrative:
Corrected data: a3, b5. Additional information: g1.

Event description:
Follow up report needed to include patient information and updated event description. During the premature ventricular contraction procedure, communication issues with the amplifier which could not be resolved resulted in the procedure being cancelled. The patient was on the table but prior to gaining access, it was noted there were intermittent ¿amplifier is disconnected¿ messages. There were no error messages under communication test field. The fiber optic and the media converter were replaced but the issue was not resolved and the procedure was cancelled with no adverse consequences to the patient. The procedure has been rescheduled.

Manufacturer narrative:
**UDI related data quality updates only.**

Manufacturer narrative:
One claris¿ amplifier 56 channel was received for evaluation. The reported event was able to be duplicated by power-on-self-test (post) sequencing. Based on the investigation and information provided to abbott, the reported event was able to be confirmed, and the root cause was attributed to the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the premature ventricular contraction procedure, communication issues with the amplifier which could not be resolved resulted in the procedure being cancelled. There were intermittent ¿amplifier is disconnected¿ messages. There were no error messages under communication test field. The fiber optic and the media converter were replaced but the issue was not resolved and the procedure was cancelled.